Event description:
Caller reported a cartridge alarm, specifically cartridge alarm 20, with the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the caller experienced cartridge alarms with consecutive cartridges and resolved the issue by offering to replace the pump. Additionally, the caller expressed interest in obtaining an out-of-warranty loaner pump.